Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, dw cart, ar-6481, batch 087388, was received for evaluation. Visual inspection noted signs of wear: oxidizing, peeling and denting. Functional testing found that when the pole was screwed into place, there was resistance moving it downwards and it would lock into place not moving in either direction. The complaint allegation could not be replicated, although it is likely related. The most likely cause for the reported failure is a wear and tear.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/21/2024 it was reported by a sales representative via (B)(4) that an ar-6481 dw cart could not support four bags of saline -"when they put 4 bags of saline onto the hooks the IV pole collapses can't support 4 bags, safety risk for staff." This was discovered during a procedure with no patient harm.